Manufacturer narrative:
On 30-sep-2021, biosense webster inc. Received additional information about the patient and event. It was reported the adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was not related to the bwi products. Drainage and protamine was administered as medical intervention. The patient¿s outcome from the adverse event was reported as improved. There was no evidence of steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 5-aug-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After puncture, prevoltagemap was obtained, physician commented that blood pressure was low. As blood pressure further decreased during right pulmonary vein (rpv) ablation. Effusion was confirmed by echocardiography, and pericardial effusion was confirmed. Pericardial effusion clearly increased compared to the pre-effusion image, so the procedure was interrupted and pericardiocentesis was performed. Protamine was administered when blood pressure could not be withdrawn, and it was observed for 30 minutes. Hemostasis was performed when blood pressure was stable. After that, the patient became stable and left the hospital. The physician commented that there was no relationship with the product. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After puncture, prevoltagemap was obtained, physician commented that blood pressure was low. As blood pressure further decreased during right pulmonary vein (rpv) ablation. Effusion was confirmed by echocardiography, and pericardial effusion was confirmed. Pericardial effusion clearly increased compared to the pre-effusion image, so the procedure was interrupted and pericardiocentesis was performed. The blood was red in appearance, and arterial blood was suspected. A simple blood test also showed a high possibility of arterial blood. Protamine was administered when blood pressure could not be withdrawn, and it was observed for 30 minutes. Hemostasis was performed when blood pressure was stable. After that, the patient became stable and left the hospital. The physician commented that there was no relationship with the product.